Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of shoulder component due to infection. The case report form indicates the event is definitely not related to devices. This event report was received through clinical data collection activities.